Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was impacted (400 mg/dl). The customer was able to turn the pump back on and deliver a correction bolus.